Event description:
It was reported that the patient underwent l5-s1 posterolateral fusion with posterior instrumentation, posterior interbody fusion with bmp and allograft, l5-s1 transforaminal lumbar interbody fusion. Reportedly, the patient is experiencing chronic/excruciating pain, has pain in legs/feet, some loss of sensation, leg numbness/weakness, calf numb, peripheral neuropathy, and was diagnosed with "failed surgery".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented with severe back pain radiating to the buttock and leg and with the preoperative diagnosis of l5-s1 disk disease and right sided herniated disc. The patient underwent surgery which consisted of a l5-s1 posterolateral fusion with posterior instrumentation with l5-s1 posterior lumbar interbody bone graft, allograft and bmp supplement. Per the operative report, at that point a 9 x 25mm curviinear cage was trialed to be of adequate distraction. Then local bone graft and bmp supplement was placed anterior in the disk space and then an interbody cage packed with local bone graft and demineralized bone material was placed in the disk space and turned appropriately. It was well recessed below the l5 and s1 endplates. Then a 35 mm pre-contoured lordotic rod was placed on the left and gentle compression was done. Local bone graft and bmp supplement and demineralized bone matrix and extender was placed bilaterally posterolaterally and tamped into palace. Compression was done bilaterally&#26464;no patient complications were noted. On (B)(6) 2011 the patient called the doctor concerned over nausea and vomiting and the severity of back pain. On (B)(6) 2011 the patient presented with low back pain; nausea; and spasms in the lower back and buttocks. On (B)(6) 2011 the patient presented with low back pain. On (B)(6) 2011 the patient reported weight loss and thought it was associated with malignant hyperthermia. The patient complained of back pain; night sweats; cough; chills; and a change in appetite change. On (B)(6) 2011 the patient underwent labs which indicated low testosterone and vitamin k deficiency and was started on testosterone and vitamin d treatments. On (B)(6) 2011 the patient presented with back and leg pain. The patient was using cane for fear that the leg would give out. The patient also complained of weakness and post lateral thigh pain. On (B)(6) 2011 the patient presented with right side lower back pain with occasional radiation of numbness and tingling into the buttocks and thigh pain. A 2 view x-ray was taken which showed stable l5-s1 pedicle screws, interbody cage, and posterior bone graft. On (B)(6) 2011 the patient presented with difficulty swallowing; lower back pain and intermittent buttock and leg pain with occasional weakness, numbness and tingling in legs. On (B)(6) 2011 the patient complained of difficulty and pain swallowing and felt it was related to the intubation that occurred for the (B)(6) 2011 surgery. On (B)(6) 2011 the patient presented difficulty swallowing and underwent an esophagram which showed a very small sliding hiatal hernia; no significant dysmotility; and that a relatively short segment of the cervical esophagus had a narrowed appearance on the lateral projection. On (B)(6) 2011 the patient presented with lower back pain and intermittent buttock and leg pain with occasional weakness, numbness and tingling in legs. The patient had a slow antalgic gait. 2 view ap and lateral x-rays were taken which showed stable appearing l5-s1 pedicle screws, interbody cage, and graft and no significant adjacent segment disease. On (B)(6) 2011 the patient presented with low back pain and underwent a MRI which showed a probable hemagioma at l1; l2-3, far lateral disc bulge on right making contact with the exiting right l2 nerve; l3-4 broad based disc bulge causing slight ventral impression upon the thecal sac and extending far laterally bilaterally to the exit foramen without compromising the l3 nerve root; l4-l5 broad based disc bulge causing slight ventral impression upon the thecal sac with bilateral exit foraminal narrowing and slightly compromising the l4 nerve roots bilaterally; ligamentum flavum hypertrophy; l5-s1 slight exit foraminal narrowing bilaterally right greater than left with l5 roots appearing intact; and discogenic endplate degenerative changes l5 and l1. On (B)(6) 2011 presented lower back pain and intermittent buttock and leg pain. 2 view ap and lateral x-rays were taken which showed stable appearing l5-s1 pedicle screws, interbody cage, and graft and no significant adjacent segment disease. On (B)(6) 2011 the patient presented with low back pain and discomfort. He stated that since the surgery (B)(6) 2011 the pain has intensified and described the pain as hot, throbbing, burning , aching, and stabbing. The patient had difficulty ambulating and used a cane. There was small swelling noted in the area of the incision. On (B)(6) 2011 and (B)(6) 2011 the patient presented with axial low back pain with l5-s1 radiculopathy and possible l4 radiculopathy; lumbar spondylosis; degenerative disc disease; degenerative facet disease; and peripheral neuropathy probably secondary to trauma and or previous surgery to feet. On (B)(6) 2011 the patient presented with low back pain; posterior knee pain and left hand pain. The patient had a narrow based antalgic gait and walked with a cane. The patient also complained of occasional fullness in fluid and swelling in incisional area and tenderness on (B)(6) 2011 the patent presented with diffuse ongoing lower back and buttock pain and right buttock and thigh parathesias. 2 view ap and lateral x-rays were taken which showed stable appearing l5-s1 pedicle screws, interbody cage, and graft and no significant adjacent segmentdisease. On (B)(6) 2011 the patient presented with mid back, low back and right leg pain and also left hand weakness. Increased pain between the shoulder blades. The patient had an abmormal antalgic gait and decreased mobility. Failed back surgery and neuropathy were noted. On (B)(6) 2011 the patient back pain. On (B)(6) 2011 the patient complained of low back, right leg, bilateral feet, left hand, and posterior knee pain (right side). The patient also reported weakness; and some peripheral neuropathy. Failed back syndrome was noted. On (B)(6) 2012 the patient presented with diffuse ongoing lower back and buttock pain; right buttock and thigh parathesias; diffuse neck pain; periscapluar pain and radiation of the left shoulder and arm with numbness and tingling and intermittent weakness in left hand. The patient had increased pain on standing and walking. The used a cane for ambulation. A 2 view xray was taken which demonstrated stable l5/s1, interbody cage and posterior graft, no adjacent segment disease. On (B)(6) 2012 the patient presented decreased rom and complained of pain. On (B)(6) 2012 the patient presented chronic back pain, depression, suicidal ideation, decreased libido, and anxiety. On (B)(6) 2012 the patient presented with low back pain, constipation, depression, and suicidal ideation. On (B)(6) 2012 the patient presented pain and underwent a thoracic spine MRI which showed dorsal disc bulges at t6-t7, t8-t9, and t10-t11. No stenosis of cord distortion. Slight flattening left ventral thecal sac t8-t9. A cervical spine CT was conducted which demonstrated multilevel disc degeneration and disc bulging with significant facet degeneration at several levels especially c2-c3, c3-4, and c4-5. On 26 (B)(6) 2012 the patient presented with back and neck pain; anxiety, insomnia, depression, suicidal ideation, and weight loss. On (B)(6) 2012 the patient presented myalgias, chronic back pain; weight loss; depression, and anxiety. On (B)(6) 2012 the patient presented chronic back and pelvis pain, fever, chills, dizziness, fever, suicidal ideation.